Event description:
It was reported that the device was used during a liver resection. As a clip was advanced to fire it jammed, unable to fire. On inspection, one of the clip jaws was bent. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Damaged cam plate. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cam plate broken. The instrument was cycled, and ejected the remaining clips due to the condition of the cam plate. We have documented the circumstances as they were reported to us. Complaint info is trended on regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.